Event description:
It was reported that the "confirm" button on the infusion device was only functioning intermittently. No adverse event was reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6).